Event description:
It was reported that a vascular stent prematurely deployed in the iliac/common femoral artery during advancement to the treatment site in the sfa. The stent remains implanted. There was no pt injury reported.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation si currently underway.